Manufacturer narrative:
Concomitant medical products: 2210 device, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited oversensing noted as respiration sensing. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.